Event description:
This device was implanted on (B)(6) 2016. It was noted on (B)(6) 2016 that the upper scar on the skin where the device was implanted had some liquid oozing out of it. Because of this, on (B)(6) 2016, the device was switched off and then removed eventually on (B)(6) 2016. The physician was dr.(B)(6) at (B)(6) hospital in (B)(6) , kenya. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).